Manufacturer narrative:
Initial report: as reported, during an aneurysm repair, an unspecified cook sheath unraveled and separated in the patient. The asymptomatic right renal aneurysm was found ¿late¿ in 2016. During the procedure, unspecified sheaths were inserted into the radial and femoral arteries for the introduction of unknown catheters, medications, and other equipment. As the physician attempted to remove the 110-centimeter cook sheath from the radial artery, it unraveled and separated. The user attempted to remove the separated portion of the sheath by pulling it though a larger sheath placed in the femoral artery; however, this attempt failed and resulted in the complaint device buckling inside the artery. The patient was then taken to surgery for removal of the device. In the recovery room, it was noted that the patient could not move her left leg, and it was determined that she had suffered a stroke during the course of the procedures. The patient was hospitalized for almost two months and was transferred to a rehabilitation facility for another three-and-one-half months. The patient was then transferred to another center for brain injuries and was discharged to home on (B)(6) 2017. The patient continues outpatient physiotherapy and other treatments. The patient reportedly has left-sided hemiparesis, left-sided nerve pain, dizziness, and involuntary movement (clonus) of the left ankle. The patient, who requires a walker for ambulation, requires assistance with activities of daily living. The complaint device was discarded at the user facility. Investigation/evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, and specifications were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. The evidence indicates the product was made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. An IFU is provided with this device, which warns ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance I anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ the IFU goes on to provide specific instructions on sheath removal. A CAPA was previously opened to address the issue. A definitive root cause was not identified, however the following contributors were: "a) these devices are able to be advanced into restrictive anatomies. The CAPA investigation showed clinical users may be using these devices o force through restrictive anatomy causing separation upon removal. B) instructions for use warn to reinsert the dilator prior to removal. Investigation has identified that this is not always performed. Based on the outcome of the root cause investigation, it was determined that the separation failures of flexor introducer sheath devices are based upon the use of the device rather than any manufacturing or design non-conformances." Based on the information provided and no product returned, investigation has concluded that the cause of this related to the CAPA and could not be definitively identified. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b5, b7, d1, d2, d4, g5, h6. A4: a weight taken during hospitalization, on (B)(6) 2017, was recorded as 95.9kg. The height was measured the same day and was recorded as 167cm. B7: hypertension, niddm, hyperlipidemia, fibromuscular dysplasia of the right renal artery, right renal artery aneurysm, mild asthma, fatty liver, diverticulosis, osteoarthritis of the left hip. Surgical history of tonsillectomy and removal of right ovary. D11:-unknown puncture needle, j wire, mpa catheter, 10fr vascular sheath; -7fr terumo rdc sheath; -cope mandril microwire-wce; -5fr terumo slender vascular sheath; -cook bentson wire; -terumo gt microwire; -cook cantata microcatheter; -cook tornado coils; -cook nester coils; -boston 5x4 mustang high pressure balloon; -viabahn 7x5 stent; -ensnare. Initial report as reported, during an aneurysm repair, a flexor shuttle guiding sheath unraveled and separated in the patient. The asymptomatic right renal artery aneurysm was found incidentally on a CT scan in (B)(6) of 2016. Another CT scan performed on (B)(6) 2016 noted a 2.7-centimeter aneurysm in the right renal artery as well as fibromuscular dysplasia of the renal arteries with mild narrowing. The patient underwent a consultation on (B)(6) 2017. After discussing the risks, benefits, and expectations of the procedure, consent was obtained for renal artery aneurysm treatment and renal artery angioplasty/stenting. The patient presented for treatment of the bilobed right renal artery aneurysm and fibromuscular dysplasia of the afferent limb of the renal artery on (B)(6) 2017. After receiving intravenous conscious sedation, access was obtained in the left groin/left common femoral artery via a small incision and use of an unknown puncture needle with ultrasound guidance. An unspecified j-wire was advanced through the needle and placed distally within the aorta. Another manufacturer¿s 7 french sheath was inserted to below the renal arteries. The left wrist was then accessed, using an unknown short micropuncture needle, in retrograde fashion using ultrasound guidance. The radial artery measured 1.9mm. A microwire was advanced through the needle into the radial artery, followed by another manufacturer¿s 5 french slender vascular sheath. Nitroglycerin, heparin, and verapamil were then infused through the sheath. An unknown mpa catheter and a cook bentson wire were then advanced through the left arm and into the aortic arch and descending aorta. After confirming with contrast that the superior mesenteric artery was initially accessed, the user then entered the right renal artery. This was confirmed with contrast. The aneurysm was observed arising from cranially from the acutely angled right renal artery. Fibromuscular dysplasia was noted in the afferent limb. Another manufacturer¿s microwire and a cantata microcatheter were used to cannulate the smaller outflow vessel containing the two efferent branches. Both branches were coil embolized using seven tornado and two nester coils. The afferent renal artery component was then crossed with an unknown 0.035-inch j-tip wire. The fmd component was then dilated with another manufacturer¿s 5mm x 4cm balloon, demonstrating a waist upon inflation. A significant prolonged attempt to gain access across the main outflow branch from the femoral sheath was unsuccessful after using multiple shaped catheters and guidewires, due to the acute angle of origin and acute angle at which the aneurysm arises. The patient agreed to upsizing the sheath in the left radial artery to a 7 french to allow for better trajectory while crossing the acutely angled renal artery and placement of a covered stent. An unspecified 7 french sheath was then inserted without complication. Nitroglycerin, heparin, and verapamil were again infused through the sheath. The renal artery was accessed, and the aneurysm was crossed. An attempt to insert another manufacturer¿s 7mm x 5cm stent was unsuccessful, as an additional two centimeters of advancement was required to cross the aneurysm, which was not possible without a guiding sheath. The microwire dislodged from the efferent renal artery back into the aneurysm. During the attempted stent placement, the patient had five-to-six beats of ventricular tachycardia and approximately two minutes of premature ventricular contractions. The heart was evaluated using fluoroscopy and no complications were noted. No devices were observed entering the heart. An additional 3000 units of heparin were given intravenously as a precaution. The patient was again consulted and agreed to placement of a 110cm sheath through the radial artery which could cause damage to the radial artery. The sheath was inserted with ¿some¿ resistance and advanced to the abdominal aorta. The aneurysm was crossed, and the sheath retracted back upon insertion of the stent. A ¿significant¿ amount of time passed and after discussing with the patient, an agreement was made to stop the procedure and return in a month¿s time. At that moment, the aneurysm was reportedly crossed without difficulty and the stent was placed through the sheath. Angiography was performed and the catheter was retracted past the proximal end of the stent. The stent was deployed successfully, maintaining patency of the bifurcated main efferent renal artery patent. The area of fmd within the afferent limb was crossed. A ¿tiny jet¿ of contrast was observed in the aneurysm on the final angiogram. The sheath in the left arm was then retracted with ¿significant difficulty¿. The sheath separated proximally, approximately 25cm from the hub, attached by a ¿spiral wound wire¿. The wire was then cut at the skin and manual pressure was applied to achieve hemostasis. The tip of the separated sheath was located in the distal portion of the aortic arch. A photo of the complaint device shows a portion of the sheath, which was unraveled and separated. An unspecified 10 french vascular sheath was exchanged into the left common femoral artery. Another manufacturer¿s snare was then used to capture the distal end of the separated sheath. The separated sheath was retracted back to the left groin without difficulty; however, the sheath buckled at the tip of the left groin sheath. A vascular surgeon was called for assistance. The left groin sheath and snare were secured, and the patient was transferred to the operating room for a cut-down of the left common femoral artery with device removal. No adverse signs or symptoms were noted at that time. The patient was in ¿good spirits¿ with decreasing drowsiness. Total medications received during the original procedure included 4mg versed, 150mcg fentanyl, 4mg dilaudid, 9000 units of heparin, 5mg verapamil, 400mcg nitroglycerin, 50mg gravol, and 66 cc visipaque 320 contrast. The total fluoroscopic time was 90 minutes. In the operating room, removal of a foreign body from the left femoral artery; endarterectomies of the left common femoral superficial femoral, and profunda femoral arteries; debridement of the left groin and left femoral artery; and bovine patch repair of the left common and left superficial femoral arteries were completed. The user documented that during attempted removal of the separated sheath, the sheath buckled and that there was a tight ¿almost knot¿ of the sheath, catheters, and snare in the left common femoral artery. The patient was brought to the or to try to prevent thrombosis of the lower leg vessels. The patient was placed under general anesthesia. The left groin was opened, and the subcutaneous tissue was dissected. It was noted that the tissues were blood stained, and a ¿little bit¿ of hematoma was evacuated. The femoral artery was located, and the user noted that the common femoral artery was ¿quite short¿. The bifurcation was noted to be high and the puncture was in the distal common femoral artery. Distal control was obtained in the superficial femoral and profunda femoral arteries, followed by proximal control. Reportedly, there was only 1 to 1.5cm of common femoral artery. The user gained control of the external iliac artery and was then able to see the catheter, snare, ad sheath all bucked in the external iliac artery. The patient was given 6000 units of heparin systematically, and an arteriotomy was performed from the puncture site to the external iliac artery. The sheath was reportedly ¿completely buckled¿ with no blood flow through the device. The sheath, catheter, and snare were then completely removed, confirmed on fluoroscopy. A renal clamp was used to control the proximal external iliac artery. When the clamp was removed, a dissection was noted in the distal external iliac artery, extending to the common femoral and superficial femoral arteries. The incision was extended to the superficial femoral artery and an endarterectomy was performed from the external iliac artery to the superficial femoral artery. The endpoint was tacked down with sutures. The origin of the profunda was also tacked with sutures to prevent dissection. The edges of the common femoral artery were debrided, and a bovine pericardial patch was used to patch the entire common femoral and superficial femoral arteries. The artery was flushed prior to repair to remove any air or debris. Circulation was restored first to the profunda and then to the superficial femoral artery, resulting in a ¿nice¿ pulse distal to the repair with excellent doppler signals. Hemostasis was achieved and the groin was irrigated with bacitracin solution. The groin was then closed with sutures and steri-strips. A dressing was applied. The patient was allowed to wake from anesthesia and was taken to the recovery room in stable and awake condition. No complications were noted at that time. Upon arrival to an unspecified unit, the patient was reportedly unable to move her left leg or arm. Facial droop and slurring of speech were reported. A neurology consult was obtained, and a CT scan was performed. No acute changes were noted on that CT scan. The patient was sent to ICU and was treated with aspirin and plavix. An MRI of the brain conducted the following day (post-op day one) found multiple infarcts in multiple territories, involving both the left and right cerebral hemispheres and the left cerebellar hemisphere. The largest infarct was located in the distal right aca (anterior cerebral artery) territory. A CT angiogram (cta) was also performed on post-op day one. The cta found thrombus in the right distal aca, a3 branch with a distal right aca territory acute infarct. Two days after the original procedure, a CT of the brain noted an evolving distal right aca territory stroke without any evidence of hemorrhage. An on-call physician documented a worsening stroke. A CT of the brain conducted on post-op day three noted a stable non-hemorrhagic cortical infarct in the right frontal parietal area. Documentation from the neurologist on post-op day three summarizes the surgical event, noting that during the catheterization the patient had a brief significant cardiac dysrhythmia. As the time of the onset of the stroke could not be determined and the patient had undergone invasive arterial procedures, tpa could not be administered at the time of the stroke. The neurologist noted that the MRI showed multifocal strokes, most likely due to a shower of emboli from a proximal source, either the heart or aortic arch. On post-op day three, the patient was alert and oriented. Mild/moderate slurring of speech was noted. Moderate left-sided facial weakness, left arm and hand paralysis, and left leg paralysis were noted, as well as decreased sensation to the left face, arm, and leg. A transesophageal ultrasound was performed on post-op day five to rule out a cardiac source of emboli. The ultrasound found no evidence of intra-arterial or intraventricular shunting. An ultrasound of the upper limb was conducted on post-op day eight to rule out a deep vein thrombosis. No evidence of a dvt was found in the left upper limb. The patient was hospitalized for almost two months and was transferred to a rehabilitation facility for another three-and-one-half months. The patient was then transferred to another center for brain injuries and was discharged to home in (B)(6) of 2017. The patient continues outpatient physiotherapy and other treatments. The patient reportedly has left-sided hemiparesis, left-sided nerve pain, dizziness, and involuntary movement (clonus) of the left ankle. The patient, who requires a walker for ambulation, requires assistance with activities of daily living. Investigation-evaluation: a review of the complaint history, instructions for use (IFU), manufacturing instructions, manufacturing instructions, quality control, and specifications was conducted during the investigation. The complaint device was not returned, so cook was unable to complete a device failure analysis. A photo of the separated device was provided. The photo shows the distal separation site with exposed coiling exiting the end. There is a small section of loose tubing attached to the coiling. The procedural reports indicate that the coiling was cut during a retrieval attempt, and that approximately 25cm of the sheath was attached to the hub. Cook reviewed the device master record for flexor devices. There are appropriate controls in place to detect coil breakage or separation prior to device distribution. The current instructions for use include warnings to reinsert the inner dilator prior to device removal and to assess causes of resistance or restriction prior to advancing the device. The complainant did not provide a lot number for the complaint ksaw-7.0-38-110-rb-shtl-hc. A sales search of lots sold to canadian customers in the three years prior to the event was unable to identify the complaint lot. Therefore, cook was unable to review the device history record. The design history file show that the device meets the appropriate design requirements. Based on the device master record review and the provided information, cook did not confirm that the device was manufactured out of specification. There is no evidence the complaint device was nonconforming, and there is no evidence of nonconforming material in house or in the field. There is currently a CAPA investigation open to address this product failure. Based on the provided information, the most likely cause of this event is unintended use error in selecting an appropriately sized guiding sheath for the specified vessel. The user reported that the patient's radial artery was 1.9mm at the beginning of the procedure. The complaint sheath has a reference outer diameter of 3.15mm. The user reported that "the sheath was inserted with some resistance" through the radial artery and into the abdominal aorta. The size of the 7fr sheath would have been too large for this patient's artery, creating resistance. The instructions for use warn "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy." The sheath was withdrawn with "significant difficulty." The user also reported that the patient had and "acutely angled renal artery" which may have increased resistance upon device removal. It is unknown whether the dilator was reinserted into the sheath prior for device removal. The instructions for use warn "if resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.". The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Per the initial reporter, the device was discarded. Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. Initial reporter: occupation = consumer PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an aneurysm repair, an unspecified cook sheath unraveled and separated in the patient. The asymptomatic right renal aneurysm was found ¿late¿ in 2016. During the procedure, unspecified sheaths were inserted into the radial and femoral arteries for the introduction of unknown catheters, medications, and other equipment. As the physician attempted to remove the 110-centimeter cook sheath from the radial artery, it unraveled and separated. The user attempted to remove the separated portion of the sheath by pulling it though a larger sheath placed in the femoral artery; however, this attempt failed and resulted in the complaint device buckling inside the artery. The patient was then taken to surgery for removal of the device. In the recovery room, it was noted that the patient could not move her left leg, and it was determined that she had suffered a stroke during the course of the procedures. The patient was hospitalized for almost two months and was transferred to a rehabilitation facility for another three-and-one-half months. The patient was then transferred to another center for brain injuries and was discharged to home in (B)(6) of 2017. The patient continues outpatient physiotherapy and other treatments. The patient reportedly has left-sided hemiparesis, left-sided nerve pain, dizziness, and involuntary movement (clonus) of the left ankle. The patient, who requires a walker for ambulation, requires assistance with activities of daily living. The complaint device was discarded at the user facility.